Event description:
It was reported that nearly the entire preloaded multifocal intraocular lens (iol) had been delivered into the patient's eye when the trailing haptic became caught in the inserter plunger and tore. The surgeon removed the damaged lens and implanted a backup iol. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to nov 26, 2025. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.